Manufacturer narrative:
A sample device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported following the implantation of the device, it was not located in the anterior chamber, which is behind the iris because the patient had already undergone an iridectomy. It was clarified that the valve would have been displaced. Additional information has been requested.

Manufacturer narrative:
Customer reported regarding displaced shunt and had raised a question regarding the device material if "could displace in the MRI (magnetic resonance imaging) procedure". No data regarding product identity was received i.e. No lot or serial number were indicated for the event therefore a complaint history review, non-conformance could not be performed. No data regarding product identity was received i.e. No lot or serial number were indicated for the event thus review of the reported lot device history record could not performed. Sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be evaluated. A root cause for the customers reported event could not be determined as no sample was received at investigation site. No supporting data was presented, obtained or identified while investigation concluding product contributing factors are related to the event. Product malfunction or cause could not be determined with relation to the event. Relationship of the product to the event is unclear. Product non-conformance could not be determined. Regarding surgeon question if material could displace in the MRI procedure- this could not be answered or determined by the manufacturing site. Manufacturing site is responsible for investigating technical complaint thus, any procedural / clinical aspect queries are not in the scope and could not be answered. The manufacturer internal reference number is: (B)(4).